Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that "cord was frayed." There was no additional information provided. The event was not related to surgery. There was no injuries reported. There was no additional info provided.